Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed that the tube extension (orange tape) was broken and missing a piece at the distal end of the instrument. The clevis was not dislodged from tube extension. The tube extension likely broke due to excessive side loading or other type of mishandling. Electrical continuity testing was performed and passed. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified the orange tape peeling back by the tip of the monopolar curved scissors instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.